Event description:
It was reported that this right atrial (ra) lead had high out of range impedances greater than 3000 ohms. The presenting egm from (B)(6) 2019 which shows significant atrial oversensing, but the signal is so small cannot determine what the device was oversensing. There is atrial pacing inhibition greater than 2 seconds but no subsequent ventricular pacing inhibition. Clinician going to discuss programming to vvir mode with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).